Manufacturer narrative:
The reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Based on a review of the sensor data available in the data management system (dms), the sensor was 336 days old and nearing the end of its expected life. A diagnostic upload was requested, however, the user could not perform it due to a technical difficulty. As data was too limited in the dms to assess the user's concerns, and no glucose data was available from the examples provided, additional examples and/or calibrations would be needed for further review. The user had initially been unresponsive to contact attempts from customer care, but later reached out to discontinue troubleshooting, as their routine sensor replacement appointment was scheduled for the next month. No further action was possible since the user declined further troubleshooting.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.